Event description:
Fnconf-24-0145 incident occured in USA. Event description: "white loop sutures on btb button snapped in half while pulling graft into femoral tunnel". Additional information: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 90 , action taken when event occurred? --> new implant opened, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, device property of -->none, device in possession of -->none.

Manufacturer narrative:
13 august 2024 no patient consequence - no signs, symptoms or patient involvement. There was a delay in surgery of 90mn. Additional information requested to complete our investigation. The 2 products are not available for expertise - discarded. Insufficient information / analysis is ongoing. Note: a paper medwatch 3500 form was mailed by the quality manager under reference fnconf-24-0145. The e submitter version cancels and replaces this document. ____________________________________________________